Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure of the mildly calcified, mildly tortuous, 90% stenosed, right coronary artery (rca), after pre-dilatation with a 2.0 x 15 mm unspecified balloon catheter, the 2.5 x 15 mm xience xpedition stent delivery system (sds) was advanced but could not cross the lesion due to the anatomy. It was noted that anatomical resistance was met during device advancing and during removal. A different 2.5 x 15 mm xience xpedition sds was successfully implanted in the vessel without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.